Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, it is possible that the cerebral infarctions found on post-operative day 1 were caused by the mechanism explained above. In addition, the physician reported that the cpb may contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-02781 for the lv apex tear during the ta tavr procedure.

Event description:
As reported by our (B)(4) affiliate, the patient was found to have suffered multiple cerebral infarctions on the day after implantation of a sapien xt valve via transapical approach. During the transapical tavr procedure, the apex was torn by suturing upon access site closure. Bleeding was surgically arrested via median sternotomy on cardiopulmonary bypass (cpb). The cpb was switched to percutaneous cardiopulmonary support (pcps), and the patient left the operating room on pcps. The patient was able to be weaned off pcps. Hemodynamic control was difficult due to pre-existing systolic anterior movement (sam) and mitral regurgitation (mr). Also multiple cerebral infarctions had occurred, which was thought to be caused by cpb during the tavr procedure. On pod 6, af occurred, which led to hemodynamic collapse and shock. On pod 8, the patient passed away.